Event description:
It was reported from (B)(4) that the motor device did not function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The previous report stated the serial number as (B)(4). It has been updated to reflect the serial number. The previous report stated the date of manufacture was unknown. It has been updated to reflect the date the device was manufactured. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed for the thermistor test, displayed an e8 error code and the cord had a hole in it. Therefore, the reported condition was confirmed. It was determined that the device show signs of damage that was indicative of damage caused by immersion during cleaning, which cause the thermistor to go bad and the e8 error code. It was determined that this was failure to follow the directions for use. It was determined that the hole in cord was due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. The assignable root cause was determined to be due to user error, abuse and /or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The date of the manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.